Event description:
It was reported that stent damage occurred. A 12 x 3.5mm promus premier¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. When the device was removed, the physician noted that the proximal part of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).